Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. Reportedly, the instrument clamped on tissue, fired and when the surgeon opened the instrument, pushed up on the approximating lever and it broke, and did not open the instrument. Surgeon transected the tissue to remove the instrument. Opened another one and completed. No pt injury reported.